Event description:
It was reported that the patient received a "call your doctor" icon. The patient went to their physical therapist and had a therapeutic ultrasound on her knee. A power on reset occurred (por). The patient was able to clear the por and the issue was resolved.

Manufacturer narrative:
(B) (4). (Therapeutic ultrasound interference).